Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of foreign material within the lumen of the device cannot be confirmed, due to the condition of the returned physical and photo samples. Two photographs of a piece of particulate were returned first, and then physical samples including a power trialysis catheter (20 cm) and a piece of particulate that reportedly came from inside the product. The samples referred to in this investigation will be the physical samples unless stated otherwise. Visual observation of the particulate returned showed it was received in a sample tube and was brownish. Layers were apparent in the particle, which may indicate it held another form before collapsing. The particle measured approximately 7 mm in length. The powertrialysis device returned appeared to be mostly clean upon evaluation, except for some dark areas on one of the small venous tip holes, and apparently within at least the venous lumen. Tactual evaluation found the particulate to be hard and brittle; pieces of the particulate were unintentionally broken off while handling. Microscopic observation of the particle showed it to be significantly darker on one side, and folded. Cracks were apparent on the largest piece. Observation of the dark area at the small venous tip hole showed the hole covered, apparently from the inside, by dark material similar to that returned separately. The device was sectioned 5.4 cm from the distal end of the device, just proximal to the most proximal dark area observed. Two pieces of material greatly resembling the other brown particulate were observed within the venous lumen. Another section was made roughly 3 cm proximal to the end of the device. After sectioning but before microscopic examination of the section, a small piece of material similar to the others was found on the distal section surface. Microscopic observation confirmed the presence of this particle as well as a smaller one just distal to the section, within the arterial lumen. A 0.6 cm section was then cut off the distal piece, through the distal end of which more particulate could be seen, this time in the power lumen. Visual observation then showed that dark material appeared to continue distally down the power lumen from this point. Dark brownish material was also found on the outside of the purple tip, including within the depression forming part of the end of the venous lumen. For comparison, visual evaluation of the two photographs returned before the physical samples shows an unknown piece of material, cylindrical and of small dimensions. It appears to be hollow, with thick walls, and resembles smooth, straight tubing. The color is whitish, and shows blood residue. In contrast, the material returned was weak, brittle and very thin, and of dark variable color, not consistent with tubing or other manufacturing material. In addition, the material occurred in all three lumens and at the purple distal tip. This is consistent with remnants of biological material which had not been flushed from previous use. The report from preliminary evaluation that a large amount of material was expelled during flushing suggests that this material was present in more abundance when the device was received. Given the dramatic differences in appearance between the particle in the photographs returned and the particle returned for evaluation, it cannot be confirmed that these are the same material. It is apparent, however, that the particle returned is consistent with biological material. This complaint cannot be confirmed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Doctor reported that a foreign material was drawn into the syringe when confirming backflow of blood before dialysis. The shape of foreign material had been like a tube but it was distorted when the sales representative received it. Dialysis had been performed through the catheter a few times before this event, but no foreign material had been observed. No patient injury reported.